Event description:
The pt came to the hosp on (B)(6), because of no hearing. He was activated on (B)(6) 2014, and showed good response. There were no specific issues during the surgery.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.